Event description:
It was reported that a revision surgery was performed to remove and replace a broken 8 hole 3.5mm lcp superior clavicle plate. Non-union was also reported. The plate was originally implanted on an unknown date. The complaint plate and 14 screws were all removed. The patient was revised with a 7 hole clavicle plate and with 12 screws. Part numbers of the revision parts are unknown. This complaint is alleged against the 8 hole plate. No complaint is alleged against the associated screws. The surgery was completed successfully with no delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date is unknown the investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provide. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.